Event description:
Medtronic representative reports during implant surgery impedances were >10,000 ohms. Lead was tested in snap lid and was fine but after tunneling and connecting directly to the ins, impedance on electrodes 8-15 were >10,000 ohms. Re-tested lead out of ins and wiped it off. Inserted it into snap lid again. Lead was placed into 0-7 slot of snap-lid. Lead was reading >40,000 ohms and contacts 2,3,5 were showing greater than 40,000 ohms and electrode 7=5400 ohms. Lead was replaced with another one. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).